Manufacturer narrative:
Quality safety evaluation of ptc received on 23-aug-2016: ptc global number is (B)(4). No sample available kw this investigation since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-aug-2016 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her essure coils migrated, and had to be surgically removed. This event is listed in the reference safety information for essure. In the present case, approximately 3 years after essure insertion, consumer started presenting abdominal pain and cramps. Ultrasound was made at that time and nothing was found. After an unspecified time, the essure migration was diagnosed. The exact date and mechanism of the migration is unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in 2011. In 2014 the consumer started experiencing abdominal pain, cramps and more tired. To examine where the complaints were coming from, she had a smear test and a culture, also an ultrasound was made, but nothing was found while the complaints persisted. It turned out that the essure coils migrated and have to be removed surgically. Consumer indicated that the complaints that she had were related to the essure. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her essure coils migrated, and had to be surgically removed. This event is listed in the reference safety information for essure. In the present case, approximately 3 years after essure insertion, consumer started presenting abdominal pain and cramps. Ultrasound was made at that time and nothing was found. After an unspecified time, the essure migration was diagnosed. The exact date and mechanism of the migration is unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs